Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. During the procedure, it was ruled an abscess. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: dbs lead, model: 6173ans ; UDI: (B)(4), serial: (B)(6); batch: 8156090.

Event description:
It was reported the patient had an infection at the lead site. As a result, surgical intervention occurred wherein the system was explanted. During the procedure, it was ruled an abscess. Follow-up information indicated the issue is resolved and patient is stable. The investigation did not determine which lead is related to the issue.